Event description:
On (B)(6) 2012, customer reported that the modular chemistry compartment, in the dxc 800 instrument, leaked. Customer observed an accumulation of fluid on the modular chemistry drip tray and stated that the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) contacted the customer by phone, and the customer advised that the issue was related to line #15. Customer stated that the line was pinched. Customer straightened the line and confirmed proper operation. The issue was resolved through routine customer maintenance.

Manufacturer narrative:
(B)(4).